Event description:
It was reported that the ventilator was auto-cycling when peep was added. The patient arrested into a pea rhythm, was removed from the ventilator, and was manually ventilated during transport. Upon return to base, the paramedics tested the ventilator with a test lung. The ventilator would auto-cycle when 5 of peep was added and the rr would increase from 14 as set to 31 without change in rate. If peep was changed to 0, rr would return to normal.